Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "pt was on a pca infusion of dilaudid pt was able to open the protective pa door, then alerted staff and he told them what he did pt stated that he used a coin to force the door open all meds were accounted for, no adverse issue / events with this pt FDA safety report ID# (B)(4)."

Event description:
It was reported that the patient was able to remove a syringe of hydromorphone (concentration unknown) from the pca module using a coin to open the lock. The medication was ordered as a demand pca dosing only. The device did not alarm. There was no patient harm, and additional medicine was not administered to the patient.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event was provided. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the patient was able to remove an unspecified medication syringe from the pca module using a coin to open the lock and the device did not alarm.